Event description:
It was reported that the attachment began overheating during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The attachment has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, there was corrosion build up in the nose of the attachment, likely caused by the gap between the bur pilot and the outer housing. The instructions for use warn against using solvents other than those specified and gives cleaning and sterilization instructions.